Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument could not close the clip. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-dec-2021: the large hem-o-lok clip applier instrument was checked prior to use and found that it was unusually smooth in the joint. The surgeon did not notice any issues with the motion of the clip applier, and there was no noticeable loose cable. The reported issue occurred when the surgeon was trying to clip a vessel and the clip was never placed. The customer used a large weck clip. The vessel was not larger than 13 mm in diameter. The procedure was completed with a backup instrument. The drape used with the instrument was not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/ confirmed the reported complaint. Failure analysis found the primary failure of the failed clip test to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip was unable to fully close onto the test tube. The root cause of this failure is attributed to a component failure. An additional observation that was not reported by the customer but that was related to the primary failure was also identified. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end which caused the clip test to fail. The instrument had no signs of the damage to the clamping pulleys or input disks. The root cause of this failure is attributed to a component failure. Advanced failure analysis was performed and the initial findings were confirmed. The large hem-o-lok clip applier instrument was placed on an in-house system and the clip application was retested. The clip was unable to close all the way on the plastic tube due to a loose grip cable. The clip application was only successful when the wrist was manipulated at an angle. The instrument housing was removed, the tension on the wires was checked and wire tension was found to be looser than normal. The looseness of the cable was determined to be due to normal wear and tear usage. The root cause of this is a component failure. A review of the instrument log for the large hem-o-lok clip applier instrument (470230-12/n102007130007) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2021 via system sl0066. The alleged instrument had 53 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being classified as a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.